Manufacturer narrative:
Date sent: 07/08/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a ladg, the clip malformed. Another device was used to complete the case. There was no consequence to the patient.